Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and discovered that the display would not illuminate at all. To address the issue, the fse replaced the color video receiver board, inverter board and inverter cable. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during an in-house training of the cs300 intra-aortic balloon pump (iabp), the display went completely blank. There was no patient involvement and no adverse event was reported.